Event description:
A customer reported an incident where their epiq ultrasound system shut down during a cardiac watchman procedure. The procedure in progress was completed successfully using a different ultrasound system available at the customer site. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An investigation was performed including a review of the system logs and found no abnormalities. A system malfunction could not be identified related to this event.